Event description:
The pt reported no longer hearing on a few electrodes. Using the appropriate diagnostic equipment, it was determined that the device was functioning according to manufacturer's specifications except on 3 electrodes. The pt was re-programmed at the request of the child's parent. Explantation/reimplantation surgery done at the request of the child's parent. Device analysis was done and found a significant number of intermittently non-functioning electrodes. Therefore, this device was classified as not functioning within manufacturers specifications and an MDR is being filed.